Manufacturer narrative:
One cadd prizm pump was returned for analysis. The pump was in good physical condition. Customer's complaint was verified. The device displayed error lec 10037. The motor, rear housing, and the I/o lemo cover were replaced. The problem source was the loose motor case.

Event description:
Information was received that the cadd prizm pump has error messages, rear housing damaged, and lemo cover worn. No reported adverse effects.